Manufacturer narrative:
Updated information: d3 MFR fax number added. D9 device return date. G1 MFR site name, danvers, removed. H6 type of investigation changed to b22.

Manufacturer narrative:
Corrected information was provided in b2 (date of death). Upon review, it was identified that it was inadvertently omitted from the initial report. Corrected information was provided in e3 (initial reporter occupation). Upon review, it was identified that it was inadvertently submitted in error in the initial report. Additional information has been provided in h3, h6, and h11. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The cause of the controller error alarm was a communication anomaly between the optical pressure measuring unit and the main computer.

Event description:
Clinical narrative: an impella cp device was inserted into the right femoral artery in a 76-year-old male patient presenting in acute myocardial infarction (ami) and cardiogenic shock (cgs), in society for cardiovascular angiography and interventions (scai) d shock, on multiple inotropes and vasopressors, prior to initiation of support. During the procedure, the staff reported a loss of placement signal which self-resolved. The placement signal was lost again with an error message "switch to backup controller". The automated impella controller (aic) was exchanged for a new aic. After two days on support, the family withdrew care and the patient expired. While on support, the device functioned as intended at p-6 at 2.5 l/min with d5w sodium bicarbonate in the purge solution. The impella is being conservatively reported for death; however, is not likely to have contributed to the patient's death, which was most likely due to the clinical presentation of a critically ill patient in cardiogenic shock, complicated by stage d shock, dependent on vasopressor support.

Manufacturer narrative:
The console is available for return. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.